Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the pumps were found empty. The hypothesis was an over-dosage. The patient¿s symptoms became worse and a new surgery was implemented.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a leaking valve is the origin of the complaint but the root cause for the leak could not be determined. Only one transaction log was provided, and no conclusion could be performed. A DHR review was performed for the medstream pump and the pump met specifications when released to stock. The pump was returned on stop infusion. Data was extracted from the pump at receipt, and sent for further analysis. The programmed flow rate, valve-on time and compensation value have been verified and are conform to the expected values. Visual investigation revealed that: the pump was returned as follows: 4 suture loops, 8 holes were observed on the filling septum, no needle hole observed on the bolus septum, the pump was empty. Valve analysis revealed: the pump was tested for valve opening. It was observed that the valve opening times were conforming to expected opening times. Nevertheless it was also observed that during the period when the valve is supposed to be closed a certain amount of flow could be seen. This flow does not correspond to the amount of flow of that would be seen if the valve would be completely open. This indicates a potential leak in the valve. Further investigation of the device revealed that salt crystals must have formed after the pump opening when the residual saline solution evaporated, as no matching imprint could be found on the silicone gasket. No other features on the valve seat or gasket where observed that clearly would indicate the root-cause of the leak. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device is unavailable.